Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed that there was a broken I-beam tooth at valve pv13. He replaced pv13 and the instrument ran without any further leaking. All activities were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained fluid leak of 10cc from their coulter lh 500 hematology analyzer erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.